Event description:
Drive devilbiss healthcare was notified of an incident involving a cane by the end user who reported that the cane bent while in use, causing him to fall and break his wrist, for which he was prescribed a brace and physical therapy. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.